Event description:
The pump was reported to overinfuse. The pump was programmed to infuse primacor at a primary rate of 11.7ml and a vtbi of 55ml, which should have pumped for almost five hours. It was reported to have finished in 20 to 30 minutes. No medical intervention or pt injuruy was reported. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding additional incident details or specific pt info.